Manufacturer narrative:
It was inadvertently submitted as "other serious"; however, the correct selection is "required intervention to prevent permeant impairment/damage". Therefore, the correct selection has been made.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned to the manufacturing facility for evaluation. However, a current guidewire sample was inserted into a metal needle and withdrawn from it in the manner of the guidewire sample having contact with the metal needle. The urethane outer layer was sheared off from the guidewire sample. Magnifying inspection of the sheared section of the urethane outer layer found that its surface was in the smooth state as if it had been cut with a cutting tool with the presence of a semi-circumferential groove noted. A review of the device history record of the product code/lot# combination was conducted with no findings. Based on the investigation, it is likely that the actual sample may have been withdrawn through a metal device, including a metal needle, in the manner of it having contact with the metal device, resulting in shearing of the urethane outer layer. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information. IFU states: do not use the glidewire with devices which contain metal parts such as atherectomy catheters, laser catheter, or metal introduction devices as they may cause the glidewire plastic coating to shear and/or sever the wire. Do not manipulate or withdraw the glidewire through a metal entry needle or a metal dilator. Manipulation and/or withdrawal through a metal entry needle or a metal dilator may result in destruction and/or separation of the outer polyurethane coating requiring retrieval. A plastic entry needle is recommended when using this wire for initial placement. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. - attachment: [mw5086001.pdf].

Event description:
Terumo medical received an FDA medwatch report # mw5086001. The event description states: "during insertion of hemodialysis catheter into the right internal jugular vein, a piece of the hydrophilic coating frayed off the guide wire. The piece became attached to the wall of the internal jugular vein. Multiple attempts to remove the piece was attempted using multiple snare wires. All attempts failed".